Manufacturer narrative:
One device was received for evaluation service history review identified no services reported previously. A visual test was performed, and a damaged(detached) dso seal was found. The dso seal will be replaced. The device passed all tests after the repair.

Event description:
The customer returned the product for door hinge was broken, during device evaluation, a detached downstream occlusion (dso) seal was found. There was no patient involvement.